Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated date. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-01939. It was reported that patient's leads had migrated because the physician did not suture the anchors correctly upon implant. As a result, patient underwent surgical intervention on (B)(6) 2019 to reposition the leads. Effective therapy was established postoperatively.